Manufacturer narrative:
Facility name truncated due to character limit: (B)(6). A customer observed discrepant results when testing with the cobas® sars-cov-2 for use on the 6800/8800 systems. The customer alleged 3 false positive results with batch g11392. An investigation was performed which did not identify any product problem. The discrepancies are likely due to the samples being near or at the limit of detection (lod). (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) hospital (B)(6) health dept of microbiology, observed discrepant results when testing with the cobas® sars-cov-2 for use on the 6800/8800 systems. The customer alleged 3 false positive results with batch g11392 which were released. Accordingly, per FDA guidance, 3 mdrs will be filed for this case. Samples were collected in 3ml of vtm and transferred to a secondary tube without vortexing. Note that although not mentioned in the method sheet, it is generally considered a good laboratory practice to ensure a homogenous sample when transferring to secondary tube by vortexing if the primary tube has been sitting. Data was provided but was limited as only the results for the samples in question were included. Although requested, and additional data including controls was provided, the data files could not be opened. The samples in question are at or near the limit of detection (lod) as the data shows valid positive curves although not robust with late CT values. The internal control (ic) for the 3 samples were valid with robust curves so it is not likely to be inhibition although plausible. Patient sample 1 was positive for target 1 and negative for target 2. A target 1 positive is considered a true positive, regardless if target 2 is negative. While it is possible to have mutations that affect target 2, target 1 is not affected. Patient samples 2 and 3 were both negative for target 1 and positive for target 2. A target 2 positive is considered cov-2 positive, although documented as a presumptive positive. Target 2 is specific to sars2 and sars1. Currently, sars1 is not known to be circulating in the population. Per the methods sheet: for samples with a presumptive positive result, additional confirmatory testing maybe conducted, if it is necessary to differentiate between sars-cov-2 and sars-cov-1 or other sarbecovirus currently unknown to infect humans, for epidemiological purposes or clinical management. Confirmatory testing is not necessary to confirm a positive result for presumptive positives. An investigation was performed which did not identify any product problem. The discrepancies are likely due to the samples being near or at the limit of detection (lod).